Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (mw5041241) in united states on 11-jun-2015. Follow up information received on 04-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1341). Follow up 17-oct-2015 and 19-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1641 and FDA-2014-n-0736-1642, awareness date on 17-oct-2015 and 19-oct-2015). Last follow-up information was reported by a lawyer on 04-dec-2017 as a plaintiff fact sheet. This case describes the occurrence of fallopian tube perforation ("perforation of tubes by coils/ fallopian tube perforation/essure tearing into other parts of her (perforating)"), device dislocation ("coil migrations"), embedded device ("essure coils wrapping around other organs/coils embedded in other tissues"), influenza ("flu"), angina pectoris ("angina of the heart - arthritis of the heart/angina"), loss of consciousnes (black out spells); mental impairment (diminished brain function (severe) genital hemorrhage ("excessive bleeding"); uterine infection ("uterine infection") and bipolar disorder ("bipolar") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity 3 (birth date: (B)(6) 2003, (B)(6) 2005, (B)(6) 2007), jaw cramp, cramp of limb, automobile accident in 1997, thoracic vertebral fracture t11, pelvic fracture, colostomy (car wreck; internal damage (1998)) in 1997, fractured coccyx, breast prosthesis implantation (self improvement), multigravida and colostomy closure (internal damage) in 1998. Previously administered products included for an unreported indication: reglan in 1997, reglan in 1997 and reglan in 1997. Past adverse reactions to the above products included cerebrovascular accident with reglan; seizure with reglan; and skin discolouration with reglan. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced dyskinesia ("involuntary movements"). On an unknown date, the patient started relenza at an unspecified dose and frequency. In (B)(6) 2009, the patient experienced dizziness ("feeling really light headed/dizziness") and dyspnoea ("finding hard to breathe/fought for air, breath, strength"). In 2009, the patient experienced influenza (seriousness criterion medically significant) with dehydration, abdominal hernia ("he felt in my stomach and said I had hernia size of a golf ball right side") with abdominal pain and bloating, angina pectoris (seriousness criterion medically significant) with angina pectoris, bipolar disorder (seriousness criterion medically significant) with mental disorder, emotional disorder, anxiety and depression, back pain ("severe back pain/back pain/ pressure, cramping, and tenderness-back pain"), pain in extremity ("started with pains all down her legs"), syncope ("fainting with blackout spells"), abdominal pain upper ("stomach pain/severe stomach cramping lasting almost 2 weeks/severe twisting/severe stabbing/severe cramps/holding the side of her stomach, gasping for air, this stabbing, twisting, pressure, feeling it swelling up that leaves her just holding on/seve") and pelvic pain ("pelvis pain/pelvic pain/ sharp,stabbing pelvic pain/ chronic pelvic pain/ severe debilitating cramps, pelvic pain/ pressure, cramping, and tendernesspelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant), device dislocation (seriousness criteria medically significant), embedded device (seriousness criteria medically significant), uterine infection (seriousness criteria medically significant, intervention required), trismus ("involuntary muscle movements in jaw"), amnesia ("had what seemed like amnesia. I came home clueless as to where I was who the heck I was") with brain fog, malaise ("fell ill to many diseases that were unexplainable"), rash ("rashes"), urinary tract infection ("urinary tract infection"), pain ("pain"), lethargy ("lethargic"), asthenia ("weak"), fear of death ("fighting death for 11 days/died over and over again/after intercourse she felt into 10-15 minute fight for her life again"), decreased appetite ("complete loss of appetite"), mobility decreased ("could not move her body"), dermoid cyst ("giant dermoid cysts on one side and cysts on the other calling it masses"), renal injury ("medications she was on for 6 years damaged her kidneys and her liver"), liver injury ("medications she was on for 6 years damaged her kidneys and her liver/liver problems"), neuralgia ("nerve pain (all the time)") and treatment noncompliance ("she did not use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise."). The patient was treated with loratadine (loratab), lithium, carbamazepine (tegretol), antibiotics, hydrocodone and lisdexamfetamine mesilate (vyvanse). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, influenza, trismus, abdominal hernia, angina pectoris, amnesia, malaise, bipolar disorder, back pain, pain in extremity, syncope, dyskinesia, rash, abdominal pain upper, pelvic pain, urinary tract infection, pain, dizziness, dyspnoea, lethargy, asthenia, fear of death, decreased appetite, mobility decreased, dermoid cyst, renal injury, liver injury, neuralgia, bacterial vaginosis; hot flush (hot flashes); uterine infection with uterine inflammation; excessive bleeding; night sweats (night sweats (on and off)); menstrual pain (painful periods (always)); dyspareunia (painful intercourse (dyspareunia)); pollakiuria (urgent/frequent urination); dysguseia (metallic taste in mouth); bowel disorder nos (bowel issues); headaches (headaches, mind pain); parasthesia (tingling sensations); bone disorder (degenerative bone disease); sleep apnea syndrome (sleep apnea); seizures; loss of consciousnes (seriousness criterion medically significant) ; mental impairment (seriousness criterion medically significant) ; posttraumatic stress disorder (ptsd (interpreted as posttraumatic stress disorder)); anemia; raynaud¿s phenomenon (raynaud's syndrome (very embarrassing)); chronic fatigue syndrome (chronic fatigue syndrome (always)); arthritis (arthritis (x 12)); nickel hypersensitivity (metal allergies (nickel)/ allergic to nickel (experienced a severe allergy to this metal/ hypersensitivity reaction to nickel (she have been dealing with skin problems on different parts of her body including hands, feet, chest, etc.)) (2009). If she were to wear fake earrings, her ears swell, become red, itchy, and develop blisters.)); skin irritation (skin irritation (all the time) with rashes/ burning, itching, and dry patches - all over rashes; dry skin (all the time); visual impairment (vision problems); tooth disorder (dental issues (8 abscess teeth)); eczema (2009); hives; memory impairment (forgetfulness (really bad the last 2 years)); ovarian cysts (2014); pain (all over body pain/pain; hypoaesthesia (numbness in thigh); tremor (tremors/shakiness (all the time)); muscle spasms; scar (scar tissue in abdomen (adhesion)); dermatitis (dermatitis (acute)); fibromyalgia (dermatologist fibromyalgia (2009)) and treatment noncompliance outcome was unknown. The reporter considered all reported events to be related to essure (ess205). The reporter commented: looking for a new doctor that will see her and knows what essure is and knows how to deal with it (currently planning for essure removal). She did you experience any complications of your pregnancy or delivery/did not allege that essure caused birth defects. She have nickel allergy. Her three children along with herself, all experienced a severe allergy to this metal. If she were to wear fake earrings, her ears swell, become red, itchy, and develop blisters. In 1997- she had severe internal injury and a colostomy for six months, (B)(6). She knew that her stomach pains . Right after essure, she started having new increased level of pain and her health, especially her mental health, declined. Due to a car wreck that resulted in injuries, pelvis broken in five spots, colostomy damage, she was put on 'high risk" for all three pregnancies. Birth control method used within five years preceding her essure placement: patch (2008) (reason to discontinued use - causing deaths). She claimed to have experienced autoimmune disorder or disease such as ¿dermatitis (acute), eczema (2009-2017) and dermatologist fibromyalgia (2009-2017) if she would have gotten the laparoscopy done. Raynaud's disease from metals and medicines. Diagnostic results: (B)(6). -she learned of perforation via x-ray which showed that the coils were out of place location of the perforation was lower right side of the stomach. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-dec-2017: reporter information was updated. Patient¿s demographics were updated. Historical condition/medication was added. Lab data was added. Essure implantation date was added. Essure was ongoing at the time of the report. Treatment medication was added. Event¿s: complete mental breakdown; severe stomach cramping lasting almost 2 weeks/holding the side of her stomach/ severe and persistent stomach pains/ stabbing and pressure-stomach pain/ pressure, cramping, and tenderness- stomach pain, gasping for air, this stabbing, twisting, pressure, feeling it swelling up that leaves her just holding on; fought for air, breath, strength (did not move for 11 days); severe twisting/severe stabbing/severe cramps/ cramping (all the time)/ killer cramps; mental health declined/ mental health/ severe decline in mental health; mental and physical health severely deteriorated; mental anguish; abdominal spasms/twitching; pelvic pain/ sharp,stabbing pelvic pain/ chronic pelvic pain/ severe debilitating cramps, pelvic pain/ pressure, cramping, and tendernesspelvic pain; back pain/ pressure, cramping, and tenderness-back pain; dizziness; angina; bipolar clubbed with previously reported events respectively. Vents: perforation of tubes by coils/ fallopian tube perforation; coil migrations ; feeling really light headed; finding hard to breathe; fighting death for 11 days/died over and over again/ after intercourse she felt into 10-15 minute fight for her life again; complete loss of appetite; giant dermoid cysts on one side and cysts on the other calling it masses; medications she was on for 6 years damaged her kidneys and her liver/liver problems; brain shock; bacterial vaginosis; hot flashes; uterine inflammation; uterine infection; excessive bleeding; night sweats (on and off); painful periods (always); painful intercourse (dyspareunia); urgent/frequent urination; vaginitis (swelling); metallic taste in mouth; severe bloating; bowel issues; headaches/mind pain; tingling sensations; degenerative bone disease; sleep apnea; mood springs (all the time); seizures; black out spells; diminished brain function (severe); short term memory loss; ptsd (interpreted as posttraumatic stress disorder); anemia; raynaud's syndrome (very embarrassing); chronic fatigue syndrome (always); arthritis (x 12); metal allergies (nickel)/ allergic to nickel (experienced a severe allergy to this metal. If she were to wear fake earrings, her ears swell, become red, itchy, and develop blisters.); skin irritation (all the time)/ with rashes/ burning, itching, and dry patches- all over rashes; dry skin (all the time); vision problems; dental issues (8 abscess teeth); eczema; hives; essure tearing into other parts of her (perforating); forgetfulness (really bad the last 2 years); ovarian cysts (2014); all over body pain; mood disorders; numbness in thigh; tremors/shakiness (all the time); muscle spasms; scar tissue in abdomen (adhesion) and dermatitis (acute); dermatologist fibromyalgia (2009). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5041241) on 11-jun-2015. The most recent information was received on 25-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of tubes by coils/ fallopian tube perforation/essure tearing into other parts of her (perforating)"), device dislocation ("coil migrations"), embedded device ("essure coils wrapping around other organs/coils embedded in other tissues"), uterine infection ("uterine infection"), influenza ("flu"), angina pectoris ("angina of the heart - arthritis of the heart/angina"), bipolar disorder ("bipolar"), genital haemorrhage ("excessive bleeding"), loss of consciousness ("black out spells") and mental impairment ("diminished brain function (severe)") in a 26-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise." The patient's past medical history included parity 3 (birth date: (B)(6) 2003, (B)(6) 2005, (B)(6) 2007), jaw cramp, cramp of limb, automobile accident in 1997, thoracic vertebral fracture t11, pelvic fracture, colostomy (car wreck; internal damage (1998)) in 1997, fractured coccyx, breast prosthesis implantation (self improvement), multigravida and colostomy closure (internal damage) in 1998. Previously administered products included for an unreported indication: reglan in 1997, reglan in 1997 and reglan in 1997. Past adverse reactions to the above products included cerebrovascular accident with reglan; seizure with reglan; and skin discolouration with reglan. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient started relenza at an unspecified dose and frequency. On (B)(6) 2009, the patient experienced dyskinesia ("involuntary movements"). In (B)(6) 2009, the patient experienced dizziness ("feeling really light headed/dizziness") and dyspnoea ("finding hard to breathe/fought for air, breath, strength"). In 2009, the patient experienced influenza (seriousness criterion medically significant) with dehydration, sleep apnoea syndrome ("sleep apnea") with abdominal pain, angina pectoris (seriousness criterion medically significant) with angina pectoris, bipolar disorder (seriousness criterion medically significant) with mental disorder, emotional disorder, anxiety, depression and affective disorder, back pain ("severe back pain/back pain/ pressure, cramping, and tenderness-back pain"), pain in extremity ("started with pains all down her legs"), syncope ("fainting with blackout spells"), abdominal pain upper ("stomach pain/severe stomach cramping lasting almost 2 weeks/severe twisting/severe stabbing/severe cramps/holding the side of her stomach, gasping for air, this stabbing, twisting, pressure, feeling it swelling up that leaves her just holding on/seve"), headache ("headaches/mind pain") and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, device dislocation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), uterine infection (seriousness criteria medically significant and intervention required) with uterine inflammation, trismus ("involuntary muscle movements in jaw"), malaise ("fell ill to many diseases that were unexplainable"), urinary tract infection ("urinary tract infection"), pain ("pain/all over body pain"), lethargy ("lethargic"), asthenia ("weak"), fear of death ("fighting death for 11 days/died over and over again/after intercourse she felt into 10-15 minute fight for her life again"), decreased appetite ("complete loss of appetite"), mobility decreased ("could not move her body"), dermoid cyst ("giant dermoid cysts on one side and cysts on the other calling it masses"), renal injury ("medications she was on for 6 years damaged her kidneys and her liver"), liver injury ("medications she was on for 6 years damaged her kidneys and her liver/liver problems"), neuralgia ("nerve pain (all the time)"), genital haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis / vaginitis"), hot flush ("hot flashes"), dyspareunia ("painful intercourse (dyspareunia)"), night sweats ("night sweats (on and off)"), dysmenorrhoea ("painful periods (always)"), pollakiuria ("urgent/frequent urination"), paraesthesia ("tingling sensations"), dysgeusia ("metallic taste in mouth"), gastrointestinal disorder ("bowel issues"), abdominal hernia ("hernia size of a golf ball right side") with abdominal distension, bone density decreased ("degenerative bone disease"), seizure ("seizures"), anaemia ("anemia"), loss of consciousness (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant) with feeling abnormal, amnesia, amnesia and memory impairment, post-traumatic stress disorder ("ptsd (interpreted as posttraumatic stress disorder)") with traumatic shock, chronic fatigue syndrome ("chronic fatigue syndrome (always)"), raynaud's phenomenon ("raynaud's syndrome (very embarrassing)"), arthritis ("arthritis (x 12)"), allergy to metals ("metal allergies (nickel)/ allergic to nickel (experienced a severe allergy to this metal. If she were to wear fake earrings, her ears swell, become red, itchy, and develop blisters.)/hypersensitivity reaction to nickel (she have been dealing with ski") with rash macular and dry skin, skin irritation ("skin irritation (all the time)"), visual impairment ("vision problems"), tooth disorder ("dental issues (8 abscess teeth)"), urticaria ("hives"), hypoaesthesia ("numbness in thigh"), dermatitis ("dermatitis (acute)") with eczema, tremor ("tremors/shakiness (all the time)"), muscle spasms ("muscle spasms"), abdominal adhesions ("scar tissue in abdomen (adhesions)") and mood swings ("mood swing"). The patient was treated with loratadine (loratab), lithium, carbamazepine (tegretol), antibiotics, hydrocodone, lisdexamfetamine mesilate (vyvanse) and surgery. Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, uterine infection, influenza, trismus, sleep apnoea syndrome, angina pectoris, malaise, bipolar disorder, pain in extremity, syncope, dyskinesia, urinary tract infection, pain, dizziness, dyspnoea, lethargy, asthenia, fear of death, decreased appetite, mobility decreased, dermoid cyst, renal injury, liver injury, neuralgia, genital haemorrhage, bacterial vaginosis, hot flush, dyspareunia, night sweats, dysmenorrhoea, pollakiuria, paraesthesia, dysgeusia, gastrointestinal disorder, abdominal hernia, bone density decreased, seizure, anaemia, loss of consciousness, mental impairment, post-traumatic stress disorder, chronic fatigue syndrome, raynaud's phenomenon, arthritis, allergy to metals, skin irritation, visual impairment, tooth disorder, urticaria, hypoaesthesia, ovarian cyst, dermatitis, tremor, muscle spasms, abdominal adhesions, fibromyalgia and mood swings outcome was unknown and the back pain, abdominal pain upper and headache had not resolved. The reporter considered abdominal adhesions, abdominal hernia, abdominal pain upper, allergy to metals, anaemia, angina pectoris, arthritis, asthenia, back pain, bacterial vaginosis, bipolar disorder, bone density decreased, chronic fatigue syndrome, decreased appetite, dermatitis, dermoid cyst, device dislocation, dizziness, dysgeusia, dyskinesia, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, fallopian tube perforation, fear of death, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypoaesthesia, influenza, lethargy, liver injury, loss of consciousness, malaise, mental impairment, mobility decreased, mood swings, muscle spasms, neuralgia, night sweats, ovarian cyst, pain, pain in extremity, paraesthesia, pollakiuria, post-traumatic stress disorder, raynaud's phenomenon, renal injury, seizure, skin irritation, sleep apnoea syndrome, syncope, tooth disorder, tremor, trismus, urinary tract infection, urticaria, uterine infection and visual impairment to be related to essure (ess205). The reporter commented: looking for a new doctor that will see her and knows what essure is and knows how to deal with it (currently planning for essure removal). She did you experience any complications of your pregnancy or delivery/did not allege that essure caused birth defects. She have nickel allergy. Her three children along with herself, all experienced a severe allergy to this metal. If she were to wear fake earrings, her ears swell, become red, itchy, and develop blisters. In 1997- she had severe internal injury and a colostomy for six months, ages 15-26. She knew that her stomach pains . Right after essure, she started having new increased level of pain and her health, especially her mental health, declined. Due to a car wreck that resulted in injuries, pelvis broken in five spots, colostomy damage, she was put on 'high risk" for all three pregnancies. Birth control method used within five years preceding her essure placement: patch (2008) (reason to discontinued use - causing deaths). She claimed to have experienced autoimmune disorder or disease such as ¿dermatitis (acute), eczema (2009-2017) and dermatologist fibromyalgia (2009-2017) if she would have gotten the laparoscopy done. Raynaud's disease from metals and medicines; bipolar (2012). Diagnostic results: current weight: 115. Approximate weight at the time of essure placement: 125 (units unspecified). -she learned of perforation via x-ray which showed that the coils were out of place location of the perforation was lower right side of the stomach. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received - new event "mood swing" was added. Outcome for the event 'stomach pain, back pain, mind pain' were added as not recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.